Event description:
It was reported that during a meniscus repair surgery, t1 of the ultra fast-fix did not come out after several penetrations to the meniscus. The procedure was completed with a delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H8: updated to initial use. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the labels. The t1, t2, and suture are still on the needle. The variable depth straw has been trimmed. A functional evaluation, using a simulated meniscus, showed both implants deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. No containment or corrective actions are recommended at this time.